Event description:
It was reported that the right atrial lead was failing to sense. The lead was capped and replaced. No patient condition was reported. No further information was available.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the lead. The lead was not explanted but was capped.